Event description:
The svsr1 from kit ftv01 was used during an endoscopic vein harvesting procedure. The surgical pa was using the device on the proximal area of the saphenous vein in the thigh. The area was not tight. The clear plastic hood cracked and broke off in one piece. No other loose pieces were visualized. The piece was retrieved. There was no consequence to the pt.